Event description:
A sixty yr old female pt presented with a large leg ulcer. Dressed with device and treated in parallel with high-dose ozone therapy. After 1 day leakage and heavy sensitation reaction under the hydrocolloid mass. Surrounding skin was fiery red and swollen and itching. Opinion of the treating physician was that the ozone therapy may have enhanced the sensitization reaction. Treatment with steroids and clematsin (tavegil) for two weeks until resolved. Pt had prolonged hospitalization for one week. Sensitization reactions are not unknown with these types of dressings.